Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd insulin syringe with the bd ultra-fine¿ needle was difficult to move. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7177595. Investigation summary: customer returned (5) loose 1cc, 8mm syringes. Customer states that the plunger rod was difficult to move during injection. All returned syringes were tested and all were able to exercise the plunger without any defects. All samples were also able to draw and expel properly without any observed defects. As per manufacturing, a review of the device history record was completed for batch# 7177595. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200703954] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.